Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were in the hospital and the hospitalization was related to their implant. Caller stated that the implant hurts them really bad and they couldn't take the pain. Caller added that the battery pack part was causing them all kinds of pain and they were considering having the implant removed. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a patient. They reported that they were in too much pain and could not even walk. Patient said they got in touch with their healthcare provider (hcp's) office and had an appointment on (B)(6) but would try to get in soon to discuss having the device explanted. Patient requested assistance to decrease the stimulation or to turn the therapy off. Patient decreased stimulation from 0.5 to 0.1 until they see their hcp. Patient disconnected the call. Additional information was received from a healthcare professional(hcp). The hcp reported that the hospitalization was related to the device or therapy. They reported that the patient was having pain and discharge around site. The device removal or replacement planned was still to be determined. Additional information was received from a healthcare professional(hcp). The hcp reported that the hospitalization was related to the device or therapy. The device removal or replacement was planned and surgery was scheduled for (B)(6) 2024.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.